Event description:
It was reported that a malfunction occurred on the customer's pump, and no notable events happened prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised to revert to multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was given instructions to put the malfunctioning pump into storage mode and to return it using a pre-paid label, which they understood. Additionally, the customer was informed to program their settings and connect their continuous glucose monitor to the new pump.